Manufacturer narrative:
Transesophageal echocardiographic images were provided for evaluation. The six and nine day post-implant imaging provided suggests thrombus had formed on the left atrial eyelet and the right atrial disc. The device appears to be free of thrombus in the 37 day post-implant imaging. The gore® cardioform septal occluder instructions for use list thrombosis or thromboembolic event resulting in clinical sequelae as a potential device or procedure-related adverse event.

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to close a patent foramen ovale on (B)(6) 2019. Six days after implantation, the patient came back to the hospital after developing a fever and chills. Endocarditis was first assumed, but not confirmed with examination. Transesophageal echocardiography (tee) showed thrombus on both the left and right atrial discs. After regular treatment for 37 days, thrombus was no longer seen on tee.